Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for routine surgery for an implant. Upon positioning the lead, it was noted that there was no sensing and the threshold was high. Several attempts at repositioning the lead were unsuccessful. The lead was not implanted and was replaced. The patient was reported to be in stable condition.